Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, 40,000. There was shocking and intermittent stimulation. Reported intermittent shocking sensations. Pt states battery would deplete even when device not being used (off). Upon interrogating device, impedance issues were realized. The rep reprogrammed device to avoid using the lead with impedances. Pt. States no falls, trips, slips, etc. That would have caused this issue. The patient had a return of pain. It is unknown if the issue resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type lead; product ID 977a260; serial# (B)(6); implanted: (B)(6)2022; product type lead; product ID 97791; serial# unknown; product type accessory; product ID 97791; serial# unknown; product type accessory; product ID 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type lead; product ID 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a lead migration. Also noted was a loss of stimulation, loss of therapy/return of pain, stimulation in an undesired location and high impedances (40,000 0-15). Premature/abnormal ins depletion was noted and that the device would not hold a charge. Pt states device did not provide relief after a year of having device implanted. Pt states device can not hold a charge after being properly/fully charged. Pt states that they could turn stimulation up to a very high intensity and not feel any stimulation. The system was explanted and the issue was resolved.

Manufacturer narrative:
H11: analysis of the implantable neurostimulator (serial number (B)(6)) found that it was functionally okay with insignificant anomalies. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken at the anchor site. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body outer insulation had a cosmetic issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.